Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, the valve was positioned at a depth of 2mm on the non-coronary cusp (ncc) and 1mm on the left-coronary cusp (lcc) and recaptured. On the second attempt, it was implanted successfully at a depth of 5mm both on the ncc and lcc. Mild paravalvular leak (pvl) was noted; post-implant balloon valvuloplasty (post-bav) was performed using a 24mm, non-abbott balloon. No pvl was observed; the patient went into a heart block and on the following day, a permanent pacemaker was implanted. On (B)(6) 2026, the patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.